Event description:
When pt was being transferred back to room, she rolled over (or shifted weight) causing restraints to disconnect and pt fell to the floor. Pt hit the floor with right hip and shoulder, causing a fracture in both of these two areas.